Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned, the lead threads of the hex bolt are fractured. Thread damage was too severe for thread gauging. The device exhibits wear & tear that indicates successful use while deployed in the field. It is unknown how many times the device had been used during that time. Device history record was reviewed and no discrepancies were found. Investigation showed that the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in the material properties, the titanium threads of the shell will yield before the stainless steel threads of bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when inserting the cup, the tip of the inserter broke. The broken piece appeared to be sitting flat against the inside diameter of the cup, and the surgeon chose to leave it in the patient. The liner insertion was not affected.